Event description:
Caller states after pricking his finger the coaguchek softclix lancet broke and a little piece from the lancet remained in his finger. A few days later, the customer saw a piece of the lancet in his finger using a magnifying glass. No medical treatment was required. Requested return of suspect device however caller has discarded it; replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). Will not be returned to manufacturer.